Event description:
It was reported to philips that the large monitor was defective, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. There was no user or patient harm reported. During investigation, it was identified that the impacted monitor is not part of the allura system. It was confirmed that the monitor was located in the physician's office. To resolve the issue, eizo (the manufacturer of the monitor) provided a quotation for the replacement of the monitor, which was accepted by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such, the complaint was reported. Based on the information available, it is understood that there was no malfunction with the allura system. Based on the results of the investigation, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.